Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the kit had a different size needle inside than the size needle that was on the label. The needles were replaced by the techs for the correct size needle to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Five sealed power port clearvue isp w 8 fr s/l polyurethane catheter kit lot samples were returned for evaluation. The five returned devices were visually inspected and confirmed to have the incorrect size needle based on the pink color of the hub (corresponding to an 18 gauge needle) in each kit compared to the contents list on each label. Based on these findings, the investigation is confirmed for the reported incorrect needle size for the five returned lot samples. The investigation will remain inconclusive for the original sample as it was not returned for evaluation and no photos were provided for review. Per bard reynosa's evaluation in conjunction with the external investigation, the root cause for the reported event is manufacturing-related. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the kit had a different size needle inside than the size needle that was on the label. The needles were replaced by the techs for the correct size needle to complete the procedure. There was no reported patient injury.